Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 393 mg/dl. Customer treated elevated bgs by switching to their back up pump. System check was performed by tandem technical support, and the pump performed as intended. Tandem technical support discussed possible causes of elevated bgs with the customer. Recommendation was made to consult with a healthcare provider.